Event description:
The customer reported a mini-infuser pump stopped working. The customer reported that the pump functioned for approximately 5 minutes and then shut down, completely turning off. The customer replaced the device battery, but the same condition occurred. This condition occurred during bio-medical testing. There was no patient involvement according to the hospital representative. No additional information is available.

Manufacturer narrative:
The pump has not yet been received for evaluation. Should the pump be received for evaluation, or more information becomes available, a follow-up report will be sent.